Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a breakage of its energy wire. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Visual inspection-external, visual inspection-internal, manual articulation of inputs, and electrical continuity tests/inspections were performed and the issue could not be reproduced. Electrical continuity test passed. Failure analysis could not verify the customer reported event of " breakage of energy wire." The instrument was not fully functional; product issue was observed of broken grip cable. Based on the investigation results, customer reported issues of " breakage of energy wire" may be due to other factors unrelated to the product. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. Intuitive followed up and confirmed that the responses were referring to the is vessel sealer and in a separate mail for the fenestrated bipolar as well.

Event description:
Refer to h11 for follow-up information.